Event description:
Report rec'd of non-delivery of critical infusions due to two separate pumps alarming "full collection bag or occlusion on line a." The pt was status post re-do mitral valve replacement (27jan99) and was in critical/unstable condition post-operatively. She had been returned to the operating room for bleeding/tamponade and was in the intensive care unit. Two omni-flow pumps were infusing intravenous solutions and critical drips including milrinone, dopamine (1.5mcg/kg/minute), diltiazem, propofol, lidocaine and "high dose" norepinephrine at up to 2mcg/kg/minute (160-190ml/h). At 7:14am, january 28, both pumps alarmed causing the infusions to stop. The pt's blood pressure dropped significantly to 50/30. Attempts made to reset the pumps were not successful. Cardiopulmonary resuscitation was initiated at 7:18 am. Once the norepinephrine and other infusions were re-established on different pumps, the pt's blood pressure and heart rhythm stabilized to baseline. She continued to do poorly and "rec'd an intra-aortic balloon pump as a result of this episode." She expired three days later (1/31/99). The attending anesthesiologist states the hypotensive episode "did not contribute to the ultimate demise of the pt, however, she may have done better if the incident had not occurred." Upon investigation it was learned that in an attempt to minimize the total volume of intravenous fluids delivered, the maintenance fluids on line a were stopped and line a was capped off on both devices. The pump utilizes line a as a solution source for dilution, priming and clearing air. As per the manual, a solution must be placed on line a for the device to function properly.